Event description:
It was reported an asymptomatic patient presented to the clinic with loss of capture on the right ventricular lead. An initial attempt to cap and replace the lead was not possible due to the implanting vessel being occluded. The procedure was postponed for possible laser extraction or possible right-sided implant if the extraction is not possible. No further information is available.